Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: coolflow pump (model# m-5491-01, serial# (B)(4)). Ep shuttle rf generator system (model# 39d-76x, serial# (B)(4)). Carto 3 system (model# m-4800-01, serial# (B)(4)). Lasso eco 2515 catheter (model# unknown, serial# unknown). Webster cs catheter auto ID catheter (model# unknown, serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required a pericardial chest drain. Approximately half way through the procedure, during the ablation phase, a pericardial effusion was noticed due to a drop in blood pressure. A pericardial chest drain was placed to drain the increasing amount of fluid in the pericardium and the case was abandoned. The patient did require one extra night in the hospital for monitoring. The drain was removed and the patient has since fully recovered with no residual effects. The last ablation cycle time prior to the injury was 30 seconds. There were no error messages observed on biosense webster equipment during the procedure. Settings during the event include: irrigation flow setting 17 ml/min. The physician's opinion regarding the cause of this adverse event is that this is procedure related. The physician believes that the tamponade was caused by the transseptal puncture that was performed with an unknown needle and is not blaming biosense webster's equipment as a contributing factor. Even though the physician believes the transseptal is the cause of the tamponade, in taking a conservative approach this event is being reported as some ablations were done before the tamponade was discovered.